Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw vent (tsv4b10) with mount and crown were returned for investigation. Visual evaluation of the as returned product identified signs of usage and what appears to be dried blood attached to the implant body threads. No significant damage was identified to the implant, however crown and implant mount had gouges most likely from the retrieval process. Product matched to the DHR print description ed-20526 rev b. This investigation is focused on the implant as the issue reported happened to tissue level and no allegation made to the implant mount and crown. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth #44 (fdi) and was used for approximately 9 months. X-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants: 4869 rev 9-10/19: adverse effects: page 2 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review was completed for the subject lot number 1224873. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1224873) was performed for similar events and no other similar complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: pain) or product (tsv4b10). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant at tooth site # 28 was removed due to pain. Patient already felt pain when implant was placed, despite occlusal adjustment pain did not go away. Doctor proceeded to treat with anti-inflammatory medicine and antibiotics but it did not improve. Implant was then removed. Additional appointment required: yes, to scan the site.